Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing on primary vector. The noise was reproducible only on primary vector during in clinic exercises and pocket manipulation. Impedance was in range. An electrode integrity issue was suspected, and the patient was hospitalized pending x-ray imaging and further review by technical services (ts). No other adverse patient effects were reported. This electrode remains in service. Additional information: x-ray imaging was sent to ts for review on (B)(6) 2024. Ts confirmed the electrode appears to be fully inserted, and the x-ray does not show any obvious electrode damage, noting, however, that a conductor crack could be intermittently opened only during a certain movement causing noise. Ts recommended testing in secondary vector to assess for noise reproducibility. In the absence of noise in secondary, the clinic may want to try to reprogram to secondary, sp on and closely monitor within next 4-6 weeks. If there is noise seen, however, electrode replacement is recommended. Additional information received on (B)(6) 2024 indicates a physician at a different center decided to explant the entire s-ICD system and replace it with a new one. The procedure was completed without complications. The patient will continue remote and outpatient follow-up. At this time, product return is not indicated.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing on primary vector. The noise was reproducible only on primary vector during in clinic exercises and pocket manipulation. Impedance was in range. An electrode integrity issue was suspected, and the patient was hospitalized pending x-ray imaging and further review by technical services (ts). No other adverse patient effects were reported. This electrode remains in service. Additional information: x-ray imaging was sent to ts for review on 18-oct-2024. Ts confirmed the electrode appears to be fully inserted, and the x-ray does not show any obvious electrode damage, noting, however, that a conductor crack could be intermittently opened only during a certain movement causing noise. Ts recommended testing in secondary vector to assess for noise reproducibility. In the absence of noise in secondary, the clinic may want to try to reprogram to secondary, sp on and closely monitor within next 4-6 weeks. If there is noise seen, however, electrode replacement is recommended. Additional information received on 25-oct-2024 indicates a physician at a different center decided to explant the entire s-ICD system and replace it with a new one. The procedure was completed without complications. The patient will continue remote and outpatient follow-up. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing on primary vector. The noise was reproducible only on primary vector during in clinic exercises and pocket manipulation. Impedance was in range. An electrode integrity issue was suspected, and the patient was hospitalized pending x-ray imaging and further review by technical services (ts). No other adverse patient effects were reported. This electrode remains in service. Additional information: x-ray imaging was sent to ts for review on 18-oct-2024. Ts confirmed the electrode appears to be fully inserted, and the x-ray does not show any obvious electrode damage, noting, however, that a conductor crack could be intermittently opened only during a certain movement causing noise. Ts recommended testing in secondary vector to assess for noise reproducibility. In the absence of noise in secondary, the clinic may want to try to reprogram to secondary, sp on and closely monitor within next 4-6 weeks. If there is noise seen, however, electrode replacement is recommended. Additional information received on 25-oct-2024 indicates a physician at a different center decided to explant the entire s-ICD system and replace it with a new one. The procedure was completed without complications. The patient will continue remote and outpatient follow-up. At this time, product return is not indicated.